Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit remained on blank display. Unable to perform active current measurement test, sleep current measurement test, and self test due to blank display. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. Corrosion was noted on electronic assembly, including motor assembly and all connectors on electronic stack, causing blank display. Unit also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with crack in battery tube side and moisture damage were confirmed when corroded electronic assembly was noted alongside blank display, in addition to cracked case (battery tube) and battery tube threads - cracked noted on the pump. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged and pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.